Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant that the patient was experiencing shortness of breath. It was noted that both the right atrial (ra) lead and the right ventricular (rv) lead exhibited a decrease in impedance. No further patient complications have been reported as a result of this event.